Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous left anterior descending artery. The physician had difficulty advancing a 2.5x12mm taxus element stent and was unable to cross the lesion. Upon removal of the device, it was noted that the stent had flared. The procedure was not completed due to this event. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).